Manufacturer narrative:
Additional information: a manufacturer representative went to the site to test the navigation system. The instrument was replaced. The system performed as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating that the instrument tried to be verified but failed.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the probe was bended. There was no patient present when this issue was identified.